Event description:
The customer called about a control test result that was high, out of specification. While troubleshooting, he performed more control tests and received a result of 222 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.